Event description:
On 01/30/08 the patient reported that the outer tubing of his infusion device "just started to detach" from the luer lock. He stated that the inner tubing was still intact. He stated that he checks his infusion tubing often. No physiological effects were reported. The infusion tubing had been in use for 6 days. He stated that he normally changes the infusion tubing every 7 days. He was advised to change the infusion tubing every 6 days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.